Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has pain at the ipg site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which their ipg was repositioned.